Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that patient underwent a hernia repair surgery procedure on (B)(6) 2013 and mesh was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2015 due to recurrent hernia, pain and adhesion.